Event description:
It was reported that this patient's device has depleted from 50% to 16% battery after approximately a month. Remote device analysis was performed and premature battery depletion is suspected. No adverse events were reported.